Event description:
The customer reported to baxter corporate product surveillance (cps) a y-type blood set in which the spike separated from the tubing at the bonded junction. According to the report, the tubing was being primed when the nurse attempted to back-prime the second piece of tubing attached to the second spike. The nurse stated that she tightened the roller clamp and the tubing separated from the spike causing a small amount of an unknown saline to leak out. There was no patient involved with the report; therefore, there are no reports of patient injury or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection revealed a separation of the tubing and the spike adaptor. Therefore, the reported condition was confirmed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.